Event description:
Hosp alleges that doctor was unable to introduce laser or guidewire into working channel of scope. Their backup scope had to be sterilized before use which added 45 minutes to the procedure. The procedure was completed with no other pt impact.

Manufacturer narrative:
This flexible endoscope has working channel blockage 120.00mm from the t-luer (working channel inlet). Working channel blockage is due to delamination of the inside layer. Material channel tubing (B)(4). We have no other complaints on this issue for this device.